Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model: 2420-0007, lot number: 23105273 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had backflow. The following information was received by the initial reporter with the following verbatim: incident details: writer noticed that during the independent double check the chemotherapy bag was dripping before second nurse pressed start. Both writer and second nurse noticed the isatuximab was running into the ns bag used to prime the line and there was a malfunction in the IV tubing letting it back flow instead of going through the pump to the patient. Writer called pharmacy triage and spoke to a pharmacist who advised to run both the regular isatuximab at 200cc/hr and the ns diluted istuximab at 200cc/hr. Approximately less than 1/3 of the bag was diluted. Patient made aware of situation, writer informed charge nurse. Writer paged md in regards to same, as per md that safe to proceed and give both the regular isatuximab bag and the diluted isatuximab. Impact of incident: longer infusion time, ot needed to complete infusion who was affected? Patient.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that there was back flow could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 23105273 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.